Event description:
It has been reported to philips that the allura xper fd10 or table was stiff to move. Due to constant use this was reported to have caused strain to the user's wrist and arm resulting in harm. The device was inside of clinical use at the time of the event. No harm to the patient was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was completed by using the same system. The philips field service engineer (fse) performed the troubleshooting action and inspected the tabletop as the reported issue was unknown. The fse lubricated the table and removed the tooth racks for longitudinal and lateral motorized movements, as these motors were not required since the table didn't have tilt option. After the repair, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.